Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by (B)(4) on (B)(6) 2016. Investigation results were received by dexcom on (B)(6) 2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing confirmed the reported event of permanent out of range signal. The root cause was determined to be a discharged transmitter battery.